Event description:
Health care professional reported "non-functioning pump vs coiled catheter." No report of device explantation. A follow up report will be sent when additional information is received.